Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet system and a dexcom g7 observed a large discrepancy between sensor glucose and a contemporaneous fingerstick, with the sensor showing severe hyperglycemia while the fingerstick showed severe hypoglycemia, after the patient changed supplies and ate a meal; the patient considered calibrating the sensor and chose to wait for the ilet to deliver a correction. Symptoms included hyperglycemia and possible hypoglycemia based on conflicting measurements. Outcomes included no alerts or alarms and no hospitalization. Troubleshooting and education were completed with the patient. Investigation included case assessment and user coaching on glucose verification and calibration decisions. Investigation of this case revealed an unclear cause given conflicting glucose data and no device alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was unclear.